Event description:
Procedure: roux-en-y with pouch. According to the reporter: after the first firing, the surgeon removed the device from tissue. There was bleeding reported as under 200cc. Some malformed staples were left in the jaws. The procedure was converted to r-y without pouch. The pt status was reported as: ok.